Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that there was a leak. The device was replaced. There was no reported adverse patient effect. It was also reported that the device was being used during a laparoscopic right fallopian tube resection under general anesthesia. Medtronic received additional information that there was no patient blood loss as a result of this leak. The customer stated that the prefill solution (anticoagulant solution) leaked, and no blood leaked. There was no transfusion required as a result of this leak. The instrument was not damaged. There was no visual, audible, or performance abnormalities. The centrifuge bowl was leaking liquid. The leakage was discovered at the beginning of using the wash kit to fill the pre-filling fluid. The autolog instrument could be used normally after the wash kit was replaced with a new wash kit. An error warning message did not appear.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.